Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: concomitant medical products bost485, 3i t3 non-platform switched tapered implant 4 x 8.5mm lot 2022090781. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text: product not returned.

Event description:
Doctor reported that driver did not lock and therefore implant fell down. A new implant was placed to complete the procedure.